Event description:
It was reported that the conceal reservoir packaging was found to have a cut in both the outer and inner packaging and is unable to be implanted.

Event description:
It was reported that the conceal reservoir packaging was found to have a cut in both the outer and inner packaging and is unable to be implanted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of damaged packaging was confirmed via product analysis. Product analysis confirmed the reported cut in the outer an inner package. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.